Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen was cracked after the pump was removed at a medical office and subsequently dropped, resulting in an unresponsive screen and a nonfunctional device; the affected device component was the touchscreen and the device problem involved a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The user reported no injuries and indicated they would return the device, and they use dexcom g7 with backup therapy available.